Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 had an engagement issue. The procedure was converted to laparoscopic surgery with no reported injury. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The procedure was converted due to the engagement issue. The ports were not enlarged and there were no additional ports placed. A video is available, but was not provided for review. The patient demographics, relevant tests, and relevant patient history were requested but not provided.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint "they had an engagement issue." Failure analysis found the primary failure of failure during initialization to be related to the customer reported complaint. For clarification, the instrument was found to have 22 hi drivetrain friction failures based on log review, but not during in-house testing. The instrument was placed and driven on an in-house system. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument passed the recognition and engagement tests on multiple attempts. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. There was no physical damage found. The I-beam window was inspected and found no damages or lodged components.